Manufacturer narrative:
Additional information was received on 13-feb-2024. Temperature control mode. 90w4s, target temperature: 55, cut off: 65. At 50w: 450-500, 20s, target temperature: 47, cut off: 55. 400-500 was the ai cutoff value that is being used as an ablation indicator. The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 26-feb-2024. The device evaluation was completed on 07-mar-2024. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a qdot micro¿ catheter. Immediately after the puncture, the physician noted that the hemostatic valve had become loose and was about to detach. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. After the procedure completion, when the catheter was removed, char was found attached on the proximal side (tip electrode) of the qdot micro catheter (d-curve side). The issue was resolved by replacing the vizigo¿ sheath and the procedure was successfully completed. The qdot catheter was collected with an apology to the physician. No adverse patient consequence was reported. The hemostatic valve issue was assessed as MDR reportable against the carto vizigo¿ sheath with an awareness date of 17-jan-2024. Additional information was received on 29-jan-2024. It was reported that the physician considered the amount of char to cause a potential risk to the patient. No neurological symptoms since the procedure was completed. The patient was anticoagulated. Act: 200 over (in the right atrium (ra)), 300 over (in the left atrium (la)). Heparinized normal saline was used. With this information, the event was assessed as MDR reportable against the qdot micro¿ catheter with an awareness date of 29-jan-2024. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device number lot 00002477 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00429 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2024-00431 for product code d139505 (qdot micro¿ catheter).

Manufacturer narrative:
E 1. Initial reporter phone : (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2024-00429 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small). (2) MFR # 2029046-2024-00431 for product code d139505 (qdot micro¿ catheter).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a qdot micro¿ catheter. Immediately after the puncture, the physician noted that the hemostatic valve had become loose and was about to detach. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. After the procedure completion, when the catheter was removed, char was found attached on the proximal side (tip electrode) of the qdot micro catheter (d-curve side). The issue was resolved by replacing the vizigo¿ sheath and the procedure was successfully completed. The qdot catheter was collected with an apology to the physician. No adverse patient consequence was reported. The hemostatic valve issue was assessed as MDR reportable against the carto vizigo¿ sheath with an awareness date of 17-jan-2024. Additional information was received on 29-jan-2024. It was reported that the physician considered the amount of char to cause a potential risk to the patient. No neurological symptoms since the procedure was completed. The patient was anticoagulated. Act: 200 over (in the right atrium (ra)), 300 over (in the left atrium (la)). Heparinized normal saline was used. With this information, the event was assessed as MDR reportable against the qdot micro¿ catheter with an awareness date of 29-jan-2024.